Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone for additional information. The patient reported obtaining alleged inaccurate low readings of ¿109 and 66 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin (self-adjuster). It is not known if the patient made any adjustments to her diabetes management in response to the alleged low results she was obtaining. At the time of the call, the patient reported that the alleged meter inaccuracy began on (B)(6) 2013, at 9:30am. One hour prior to obtaining the alleged inaccurate results with the subject meter, the patient stated she had developed symptoms of feeling ¿dizzy and couldn¿t walk¿. The patient reported being treated at the ER with IV fluids and insulin at the same time the alleged meter inaccuracy began. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for hyperglycemia by an hcp. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to the serious injury.